Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter reverted to the settings mode when attempting to test her blood glucose. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified day, a week prior to contacting lfs. The patient informed this mss that she tests about 4x/day and manages her diabetes with humulin 70/30 and humulin r. In response to the alleged issue, she denied making any changes and continued her usual routine. The patient claimed that after a few days, she wasn't feeling well, and felt dizzy and irritable. On an unknown day, she made an appointment for a follow up to another issue, and her glucose was tested at the doctor's office. She was told that her glucose level was "low", but could not recall the result and was treated with a glucose tablet. At the time of troubleshooting, the cca noted that the alleged issue was resolved with proper instruction. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.